Event description:
Customer reported getting erratic results from his freestyle meter. Comparison tests were performed with the freestyle meter and results were 63 mg/dl and 235 mg/dl. The reported freestyle comparison results differ by more than 20% and meet MFR's definition of a malfunction.